Event description:
Reporter reported to a fisher and paykel healthcare clinical product specialist that leaks were detected in 3 units of rt240 adult dual heated evaqua breathing circuits from the same lot. The leaks appeared to be located in the expiratory connector ends of the breathing circuit and were discovered during equipment set-up, prior to pt use. The ventilator alarmed upon set-up. No pt consequence was reported.

Manufacturer narrative:
A site visit by an fph product specialist was done. The product specialist together with the respiratory therapy manager attempted to recreate the event by reconnecting the circuits to a ventilator set to the original settings. They were not able to duplicate the leaks. Subsequently, the breathing circuits were returned to fph central and a performance test completed on the returned devices. Results: the glue ports on the expiratory tube of the returned breathing circuits had been marked by the user as the potential source of the reported leaks. However, pressure testing revealed that all 3 breathing circuits were found to be within the required specifications for allowable leaks. A lot check revealed no other complaints of this nature for this lot number other than those covered in this report. Conclusion: no fault has been detected with these rt240 breathing circuits. All breathing circuits are pressure tested during production and those that fail are rejected. The glue ports can appear as "holes" due to glue shrinkage when cooled. The apparent hole is within specifications for this product. It is possible that an iso medical taper connection had not been properly connected during set-up. This can easily be solved by the user pushing the connectors tight. Our instructions for use provides the following statement in the section entitled "attention: check all connections are tight before use" our monitoring and trending of incidents involving leaks in adult evaqua breathing circuits has a rate of occurrence of 0.004% worldwide in the last year to august 2008.